Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis revealed normal battery depletion. Concomitant medical products. 694758 lead (B)(6) 2007, 419488 lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the device experienced possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.